Event description:
It was reported that the patient presented remotely via merlin.net transmissions with high voltage lead impedance out of range. It was noted that the impedance had been high since implant. All the other lead measurements were in range, and there was no noise on the lead. It was suspected that it could be an issue with the proximal connection of the lead to the implantable cardioverter defibrillator. Chest x-ray performed revealed that the lead was entirely all the way into the connector block. Since the impedance had been consistently high, and that it did not seem to be an issue, no intervention was performed and the patient would continue to be monitored.